Event description:
During preparation with no patient involved, the generator started to smoke when powered on.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for evaluation. Visual inspection of the returned device verified the connectors, switches, and labels had no physical damage. Internal inspection verified all mounting hardware was secure. The field reported event was confirmed as a thermal event was observed at capacitor c49 on the rf control board. The rf control board was temporarily replaced, and a successful functional test was performed. Target temperatures were reached while consistent impedance and voltage readings were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the capacitor c49 on the rf control board.

Manufacturer narrative:
The investigation revealed that the capacitor on the rf control board failed within two years of service.